Event description:
Procedure type: anastomosis. According to the reporter: during the anastomosis procedure, the safety button didn't act and the instrument did not fire. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).